Event description:
Information was received that the medfusion pump has a motor not running. No reported adverse effects.

Manufacturer narrative:
The device was returned for evaluation. The examination of the device showed casing damage in multiple areas and damage to the ac power receptacle. The motor assembly, worm gear, leadscrew and clutch halves were found to be worn. The item's tamper seal was broken but the device had not been recently serviced by smiths medical. The issue was determined to have been caused by extensive wear.